Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer complaint issue cannot be determined. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved entry cannula did not seal properly and the fluid leaked from the right eye causing a reduction in the intraocular pressure (iop) during the vitreo-retinal procedure. The procedure was completed using the same set up. There was no reported harm to the patient. The sample was discarded. No additional information is expected.